Manufacturer narrative:
(B) (4).

Event description:
The programming was done by a nurse with a field representative present. The stimulation parameters may have been turned up to high. Three weeks later the patient had slurred speech. His speech 'hasn't been the same since the shocking episodes. The patient had slurred speech in (B) (6) 2009, after initial lead implant, which went away about 2-3 weeks later. Six weeks after surgery, the patient continued to have speech problems. His speech was better when deep brain stimulator was turned off. The patient was at home at the time of the report; his status was reported as fair. He had a follow up physician appointment scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.